Event description:
The customer reported a fire on the au680 clinical chemistry analyzer. The fire department was called. The customer stated the analyzer was in standby at the time of the event and that the fire was confined to the analyzer. There was no reported damage to other equipment or property. No erroneous results were generated. The fire resulted in a burned printed circuit board (pcb) and smoke was emitted from the analyzer. Customer stated the instrument operator reported a dry cough after the event, but no medical intervention was required. Customer's personal protective equipment was unknown at the time of the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse identified that a crack in the connector on the coolant expansion tank had caused a leak. The leak caused the short circuited power controller board (pcb) which resulted in a burned pcb and smoke being emitted from the analyzer. The fse decommissioned the analyzer and a replacement analyzer was installed to resolve the event. (B)(4).